Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chest wall, radicular pain syndrome (radiculopathies), and spinal pain. It was reported that the patient had a problem with ¿angry scars¿ and they were giving the patient a lot of trouble in their back, causing discomfort and they were unbearable. The patient stated the ins was fine, it was just their skin. The healthcare professional (hcp) installed it in the wrong place right behind the back where the patient could not sit against a chair or lie down. The patient did not have much fat. Initially, the hcp was going to put it on the left buttock but when the patient woke up from surgery, the ins was up behind their back on the ribcage. The patient had to wait 3 months to heal a little bit before they moved to ins to the patient¿s belly up front, 6 inches higher than the appendix. Again, the patient could not sit down because it was hitting their rib cage and hips and was uncomfortable. The patient had to wait another 3 months before getting the device removed. No patient complications were reported as a result of this event.